Event description:
A covid-19 pt was became disconnected from ventilator. At approx 15:59 pm the ventilator alarms that the tidal volume was not delivered. At 16:02 fi02 was low. The next alarm said the pt's circuit was occluded. Respiratory therapy and the physician assessed the pt. The pt's oxygen saturation was in the 90's. Respiratory therapy replaced the entire circuit at 16:20 pm. The pt's oxygen saturation remained in the 90's and the decreased into the 80's. At 17:48 the pt was disconnected from the ventilator. A code blue was called. The pt was reconnected. The oxygen saturation was in the 90's. The family decided to withdrawal care and the pt passed away on (B)(6) 2020. The death summary reflects covid-19 pneumonia. The pt had another ventilator events. Those will be reported.